Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection within one month of implanting the antibacterial envelope. The competitor products were removed and no further patient complications have been reported as a result of this event.